Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. At an unknown time post deployment, a pet scan indicated the ivc filter to be tilted with the tip of the filter in the renal vein. Therefore, the investigation can be confirmed for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 06/2013), g4. H11: h6(method, results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of deep vein thrombosis. The deployed filter was placed infrarenal via the right common femoral vein. Inferior venacavagram performed during filter deployment revealed the inferior vena cava was normal in appearance with no internal thrombus present, no significant venous anomalies, no evidence for a megacava, no focal mass effect on the vena cava and renal vein inflow bilaterally. The inferior vena cava filter was successfully placed without tilt and with good ivc wall contact. Approximately five years post deployment, the patient presented for ivc filter retrieval consultation. The patient was advised to keep the filter in place permanently due to the patient¿s advance cancer and a pet scan that was performed approximately six years previous, which indicated the ivc filter to be tilted with the tip of the filter in the renal vein which was stated as not being a concern. One month post patient consultation an ultrasound was performed and demonstrated a chronic thrombus involving the left common femoral vein, right common femoral vein, superficial femoral veins and popliteal veins.the patient expired approximately six years post filter deployment. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. At an unknown time post deployment, a pet scan indicated the ivc filter to be tilted with the tip of the filter in the renal vein. Therefore, the investigation can be confirmed for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2013); (manufacturing date: 06/2010). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.